Event description:
It was reported that the right ventricular (rv) lead had a probable fracture. The lead was noted with multiple short v-v intervals and decreased r-waves amplitude measurements. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.